Event description:
It was reported that bad egm's were displayed on carelink. Previous experience with this device includes that the device had dual egm. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.